Event description:
It was reported that the patient had no stimulation sensation. She stopped feeling stimulation "right after she reached up to turn the open/close sign on or off." She tried to increase stimulation up to over 10v, maximum, but still had no stimulation sensation. It was further reported that there were high impedance values, every contact/electrode was >10000 ohms. It was also reported that there was a lead/extension disconnect, the reporter could not see the disconnect, but turned the amplitude all the way up and the patient felt nothing. The patient would be sent to a surgeon to be evaluated. Impedance testing and x-rays were taken for troubleshooting. Patient symptoms were less than 50% therapy relief. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).